Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. Customer got hospitalized due to diabetic keto acidosis. The customer did no use the pump for almost 24hrs, currently on manual shots. The customer had a blood glucose of 525 mg/dl at the time of the event. The customer had current blood glucose value of 177 mg/dl. The customer had nausea, vomiting, abdominal pain, difficulty breathing as symptoms of high blood glucose. The customer treated for high blood glucose using manual injections. Troubleshooting was partially performed as customer declined. It was unknown if the customer was using the insulin pump within 48 hours of the event. The automode feature status at the time of the event was unknown. No further patient complications were reported. The customer will discontinue using the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged was hospitalized for high bgs/dka found on 11-dec-2023 (per ss event date). On (B)(4), svn#: 000315845517 - customer returned pump for an alleged battery cap contact missing/damaged found on (B)(6) 2023. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 06-jun-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 06-jun-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 11-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 11-dec-2023 listed on smartsolve. Daily total collection start time = 12/11/2023 00:00:00.000. Daily total of all insulin delivered = 76.65. Daily total of basal insulin delivered = 29.45. Daily total of bolus insulin delivered = 47.2. (B)(6) 2023 06:15:52.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 5. Bolus amount delivered = 5. (B)(6) 2023 07:26:04.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 10.9. Bolus amount delivered = 10.9. (B)(6) 2023 11:32:28.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 10.4. Bolus amount delivered = 10.4. (B)(6) 2023 12:11:48.000 normal bolus delivered.. Bolus programming method = bolus wizard. Normal bolus amount programmed = 8.3. Bolus amount delivered = 8.3 (B)(6) 2023 14:04:22.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 12.6 bolus amount delivered = 12.6. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 11-dec-2023 in the formatted history file. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.